Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller reported blood glucose results of 432 mg/dl, 64 mg/dl, 124 mg/dl, and 52 mg/dl on aviva combo system, 60 mg/dl on aviva nano system within 10 minutes. Caller reported symptoms of hypoglycemia, no adverse event was reported. A request was made for the return of the meter and strips.